Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software were installed during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system was displaying a save operation failed error; the field engineer noted that the system was not saving pt images. There is no report of death or serious injury associated with the complaint.